Event description:
Customer reported a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer lost consciousness, fell and broke their shoulder. A nurse, provided orange juice to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.